Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was oversensing of right atrial signals on this right ventricular (rv) lead, which resulted in pacing inhibition. The patient reported dizziness. The patient's implantable cardioverter defibrillator (ICD) was reprogrammed to address the issue, although it was not fully resolved. Subsequently, sensitivity was adjusted on the ICD and defibrillation threshold (dft) testing was performed. The dft testing was not successful as the system undersensed the fine ventricular fibrillation (vf). Commanded shocks were used to treat the arrhythmia. A revision procedure was then undertaken, wherein a new pace/sense rv lead was placed. The shocking portion of this rv lead remains in service. However, it was noted that there was still oversensing following placement of the new pulse generator. It was suspected but not confirmed that there may have been damage to the insulation of this lead. No additional adverse patient effects were reported.